Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in spain, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During the procedure, difficulties were encountered in achieving fine valve alignment within a straight section of the anatomy. As a result, the valve was slightly under aligned. However, the decision was made to proceed with implantation. The physician attempted to position the valve for deployment, considering the marker differences. When the valve deployment was not possible, the valve was advanced to the descending aorta and left implanted there. A second valve was then successfully implanted in the intended position. The patient was in stable condition. The perceived root cause of this event was a problem with fine adjustment. Specifically, the fine adjustment wheel appeared to be "broken", turning without balloon movement.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned devices were visually examined, and the following was observed: one kink observed on the flex shaft due to packaging. Flex indicator window detached from handle, and flex indicator marker missing (most likely due to return procedure). The returned device was tested for its valve alignment function (both gross and fine adjustment) after decontamination. Engineer was able to perform gross alignment by pulling the balloon shaft to the warning marker and locking the system. Moreover, fine adjustment was able to be performed by rotating the alignment wheel. Imagery was provided and the following was observed: first valve implanted in the descending aorta. Second valve implanted in its intended position. The complaints for valve alignment difficulty during fine adjust and valve not between alignment markers and deployed were empirically confirmed based on provided imagery. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The returned device was evaluated, and gross and fine adjustment was able to be performed without issue. Although it was reported that there were only mild vessel calcification and tortuosity, and an mld of 5.9mm, and that valve alignment was performed in a straight section of the aorta, without 3mensio report the vessel characteristics could not be confirmed. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torqueing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. Additionally, if residual fluid remains in the balloon after de-airing, it could have resulted in a larger inflation balloon profile that led to higher-than-normal alignment forces, creating high tension in the system and consequentially resulted in the reported valve alignment difficulties. However, due to insufficient information, a definitive root cause is unable to be determined at this time. As per provided information, despite the valve not being between the alignment markers, it was attempted to deploy the valve. Per the training materials, the valve must be positioned precisely between the alignment markers prior to deployment. In this case, the physician attempted to inflate the balloon and proceed with deployment unsuccessfully, resulting in the need to implant the valve in the descending aorta. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers. As such, available information suggests that use error (not following instructions) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.